Manufacturer narrative:
D6b: explant date should be corrected to (B)(6) 2023. Claim# (B)(4).

Manufacturer narrative:
Additional information: d9: 02-feb-2024. H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens specifically fibre. Visual inspection found the haptic broken and fibre on the lens. Dimensional inspection found the lens to be within specifications. Claim#(B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -10.0/1.0/56 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced refractive surprise. On (B)(6) 2023 the lens was explanted and on this same date replaced with a same length but different power lens and this resolved the problem. The cause of the event was reported as unknown.